Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with a bubbled downstream occlusion (dso) seal. Event log history was performed and indicated that system fault 41,171 occurred 4,098 3,012 639 1 was recorded in history. During analysis, the customer's reported problem was duplicated. Error 41171 was noted to be due to software timing issues. Service recommended flashing manufacturing utility (mu) and reloading software to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited ec 41171. No patient was involved in this event. No adverse effects were reported.